Event description:
It was reported that during an unspecified procedure, when the drilling in the femoral tunnel began, the 10mm flexible drill device broke. It is unknown whether if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction procedure, when the drilling in the femoral tunnel began, the 10mm flexible drill device broke. All broken pieces were removed using a hemostat. The procedure was successfully completed with non-significant delay using a flexible 9.5mm auger. Patient is reported to be recovering normally and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found that the tip of the drill was missing from the shaft. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.